Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, insulin pump received a failed battery test alarm and drops of water fell out of the battery and reservoir compartment. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.